Manufacturer narrative:
E1: initial reporter first name: (B)(6). E1: initial reporter facility name: (B)(6).e1: initial reporter address: (B)(6).e1: initial reporter city: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of the minicap transfer set; further described as ¿new catheter extender dislodged internally when opened¿. This was observed during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B5: the issue was observed while ¿changing an old catheter extender¿ (transfer set). As a remedy, the transfer set was replaced again. H10: the actual device was not available; however, a video of the sample was provided for evaluation. A visual inspection was performed which showed the female connector separated from the main body of the twist clamp. The reported condition was verified. The cause of the condition was manufacturing related due to an inadequate solvent bond between the female connector, insert chip, and main body of the twist clamp. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.